Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1620c124e, serial/lot #: (B)(4), ubd: 11-jul-2014, UDI#: (B)(4), date of event is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that on an unknown date, follow up with the physician noted that the abdominal aortic sac grew from 50mm to 60mm without evidence of an endoleak. The physician elected to reline the existing graft as a precautionary measure. Approximately one month later, intervention was completed by implanting an endurant 36x36x49 proximal cuff, 16x24x156 left iliac limb and 16x20x124 right limb. Final run showed no endoleak at all which is what initial run showed. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.